Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device was discarded.

Event description:
Reported as: "patient required ankle fusion and doctor requested poly-exchange"